Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that nearly one month after the dental implant was placed in ada site 19, non-osseointegration was observed though primary stability had been achieved. Patient presented with an insufficient quality and quantity of type ii bone and a bone graft was executed. Clinician noted an infection, abscess, nerve encroachment and mobility. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly one month after the dental implant was placed in ada site 19, non-osseointegration was observed though primary stability had been achieved. Patient presented with an insufficient quality and quantity of type ii bone and a bone graft was executed. Clinician noted an infection, abscess, nerve encroachment and mobility. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.